Event description:
This report summarizes 29 malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 29 previously reported events are included in this follow-up record. Product return status: 21 devices were received. 8 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 29 events were reported for this quarter. Product return status: 1 device was received. 4 devices were not available for evaluation. 24 device investigation types have not yet been determined. Additional information: 29 devices were not labeled for single-use. 29 devices were not reprocessed or reused.

Event description:
This report summarizes 29 malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.